Manufacturer narrative:
The investigation concluded that there was no defect with the device. The clotting was due to inadequate mixing of the tubes at the time of phlebotomy (failure to follow the IFU).

Event description:
Issue of blood clotting in tubes.